Event description:
It was reported that during the procedure, when this right atrial (ra) lead was placed, stable sensing parameters could not be obtained, and high capture thresholds were observed. When an attempt was made to reposition the lead, the helix mechanism was not operating appropriately. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, when this right atrial (ra) lead was placed, stable sensing parameters could not be obtained, and high capture thresholds were observed. When an attempt was made to reposition the lead, the helix mechanism was not operating appropriately. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid around the helix, and noted that the helix mechanism was bent. The helix mechanism could not be tested due to the condition of the lead. Laboratory analysis confirmed helix extension/retraction difficulties based on the observation of a bent helix. Electrical testing of the lead passed. Laboratory analysis did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of the high capture threshold or device sensing allegation.